Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported b10-scope communication error could not be determined, however, the issue was likely the due to repetitive use stress and excessive bending during user handling/mishandling, causing an accumulation of mechanical stress on the charge-coupled device unit and cable and resulting in failure. The event can be detected/prevented by following the instructions for use which state: instructions, operation manual, chapter 3 preparation and inspection section 3.8 inspection of the endoscopic system confirm that the endoscopic image is displayed normally in wli and nbi observation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the loaner flex deflectable videoscope displayed a b10-scope communication error during a therapeutic laparoscopic cholecystectomy procedure. After the color bar was displayed, the device was restored by turning the power on/off. The procedure was completed using the same device and there was no report of patient harm. This report is linked to the patient identifier (B)(6).